Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt suffered an intracerebral bleed. Support was withdrawn from the pt and the pt expired.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.